Manufacturer narrative:
(B)(4).

Event description:
It was reported tha that the patient presented in clinic for routine follow up. Upon interrogation the pulse generator exhibited elective replacement indicator. No additional information was available. No patient symptoms were reported. The device remained implanted.